Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. Additional information was received that the explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively.